Manufacturer narrative:
Findings: pump alarmed a64 during the self-test due to faulty y1/rf board. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was unknown mg/dl. Customer stated alarm did not occur during the rewind/prime sequence. The customer was advised to clear the alarm using esc/act. The customer was advised to perform rewind process again. The customer was advised to program a normal bolus into the air and bolus amount was recorded in the bolus history. Customer stated a temp basal was not programmed before the alarm occurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.